Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for (1) unknown - screw cortex/unknown lot number. The plate was originally implanted in (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown cortex screw- unknown part (204.814-204.822) and lot numbers, quantity x 6; 3.5mm lc-dcp® plate 8 holes/103mm (part 223.58/ unknown lot) quantity x 1. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2017 for removal of a plate in the left ulna due to a non-union. The plate was originally implanted in (B)(6) 2016 as treatment for left ulnar fracture. The patient had a post-operative x-ray that revealed a broken screw and a non-union. No information was available on the patient's activity level or whether the patient had symptom related to these events. During the revision the plate was removed and intact and (7) screws were removed, one of which was broken. The broken screw fragments were retrieved. X-rays were taken during the procedure. The patient was implanted with a new plate and unknown quantity of screws. There was no surgical delay. The procedure was successfully completed. The patient outcome was stable. This complaint involves 1 device. Concomitant medical products: unknown cortex screw- unknown part (204.814-204.822) and lot numbers, quantity x 6; 3.5mm lc-dcp® plate 8 holes/103mm (part 223.58/ unknown lot) quantity x 1. This report is 1 of 1 for (B)(4).